Manufacturer narrative:
Product analysis: visual inspection revealed that the tip has been completely broken off. One of tabs remains in tact to the shaft. Functional evaluation revealed that the driver was in spec. This is consistent with the bending of the shaft while the driver is under torsion. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unspecified surgery at t3-pelvis due to neuro-muscular scoliosis. Intra-op, the distal end of the driver broke. Although, the fragment of the device could not be retrieved; no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.